Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any nonconformities. The btt balloon was inflated with 25 cc of air through the balloon inflation port and submerged in water; no leak was observed. The co2 insufflation port was tested; air would not flow through. Adhesive was observed in the insufflation opening on the body. Based upon the evaluation results, the reported complaint was confirmed for no co2 flow. Additional evaluated required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformity recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 xb btt short port balloon would not inflate. An accessory kit was used to complete the case. The hospital did not report any patient effects.